Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was a total loss of phacoemulsification power. Additional information has been requested but not received.

Manufacturer narrative:
The company service representative examined the system and found the issue to be caused due to an unseated footswitch cable. The company service representative reseated the footswitch cable. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause can be attributed to the cable that was found unseated; however, how or when it unseated remains inconclusive. The manufacturer internal reference number is: (B)(4).